Event description:
The customer reported that the intellivue mmx did not detect a tachycardia and no alarm was generated. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue mmx sn (B)(6) indicating the unit did not detect cardiac arrhythmia and the host monitor the mmx was connected to did not generate an alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) remotely interviewed the biomedical engineer (bmed) who was onsite. The rse confirmed with the bmed that the bedside monitor the mmx was used with did not alarm during a tachycardia. Information regarding the type of bedside monitor used and its serial number was requested, but not made available. The bmed tested the bedside monitor and the mmx with the prosim8 simulator, but no alarms were generated. It was found that the problem was caused by the arrhythmia alarm configuration on the unknown patient monitor. In addition, philips had requested for the device logs to be evaluated by a philips product support engineer, however, the rse was unable to provide the logs. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a configuration issue and there was no malfunction of the device. The problem was solved by changing the configuration of the arrhythmia alarms on the patient monitor. The device remains at the customer site. No further investigation or action is warranted at this time. H3 other text : communication / interviews with onsite biomed who evaluated the device.

Event description:
The customer reported that the intellivue mmx did not detect a tachycardia and no alarm was generated on the host monitor. The device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.